Event description:
Orthopedic surgeon was doing an open reduction and internal fixation (orif) and manipulating the k-wire when it was noted that the tip had broken off. Broken tip identified on x-ray. Surgeon decided to leave it in the pt. Has it would cause more harm to pt. To try and remove it.